Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer had a keypad anomaly. The customer stated the numbers on their keypad was scrolling and the buttons were unresponsive. Customer's blood glucose was 124 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked reservoir tube and tube lip, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.